Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: cer option type 1 tpr sleve +6 catalog #: 650-1068 lot #: 2904643, medical product: act artic e1 hip brg 28x38mm catalog #: ep-200144 lot #: 783940, medical product: m2a-38 cup 52mm catalog #: rd118852 lot #: 394060, medical product: mlry-hd lat por fmrl 10x155mm catalog #: 11-104210 lot #: 174310. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2019-00851. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision hip arthroplasty. Since the revision, patient has experienced wound draining issues and pain. Subsequently, the surgeon removed the dual mobility head and cemented a constrained liner in the cup and put a new ceramic head on. Doctor believe there is cobaltism related to this case.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: cer option type 1 tpr sleve +6, catalog #: 650-1068, lot #: 2904643, medical product: act artic e1 hip brg 28x38mm, catalog #: ep-200144, lot #: 783940, medical product: m2a-38 cup 52mm, catalog #: rd118852, lot #: 394060, medical product: mlry-hd lat por fmrl 10x155mm, catalog #: 11-104210, lot #: 174310. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2019-00851-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the sterile certificate confirms all readings are under specified range. A review of the complaint database over the last 3 years has found 2 similar complaints reported with the item 560-1055 and o similar complaint with item 650-1068.no trend identified. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables assessed below could not be selected for comparison. The reported event states revision due to pain. In the above risk file, pain is considered harm with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: s-3 prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of this complaint is considered to be within the severity of the rmr if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision hip arthroplasty. Since the revision, patient has experienced wound draining issues and pain. Subsequently, the surgeon removed the dual mobility head and cemented a constrained liner in the cup and put a new ceramic head on. Tissue samples from capsule grew rare staph epidermis. -discharged with aquacel dressing over the wound and antibiotics IV -vancomycin 1g 2 twice daily for 6 weeks. Transition to oral keflex for next 6 weeks and oral rifamipin for 12 weeks. -hip aspirate had a cobalt level of 2.7ppb. -complaint category update :infection<1 year.